Event description:
It was reported to philips that the device experienced a failure that resulted in an error. The customer initiated the case to request assistance with troubleshooting their device for an unspecified failure. However, following creation of the case, multiple attempts were made to follow up with the customer but no response was received. The case was subsequently cancelled and no service was completed for the device. As such, the reported issue could not be verified and a cause could not be established. Philips is unable to rule out that a malfunction did not occur. As an evaluation was not completed and additional information could not be obtained, a definitive cause for the original allegation could not be established. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device experienced a failure that resulted in an error. There was no patient involvement.